Manufacturer narrative:
Most recent follow-up information incorporated above includes: on (B)(6) 2017: final report. The required number of follow-up attempts have been completed, with no response to date. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert and during placement, it sounded like one of the delivery wires did not detach and was retained within patient´s uterus at the time of report. There was also a wire from the delivery catheter that looked like an unraveled coil, but was definitely not the micro-insert and it was not the green part of the catheter. It was floating in the patient's uterus with the 6 trailing coils. This event, interpreted as device breakage, is anticipated according to reference safety information for essure. Considering that there is a risk of device breakage during difficult insertions and that in this case the breakage occurred during placement, a causal relationship with essure cannot be excluded. This case is regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, it might have led to serious deterioration of health under less fortunate circumstances. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information is expected.

Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in the united states on 19-oct-2016, 20-oct-2016, 21-oct-2016 and 24-oct-2016. The report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert), lot number: d06940, inserted on (B)(6) 2016 for permanent birth control. Physician stated that after placement, it sounded like one of the delivery wires did not detach and was retained within patient´s uterus at the time of report. A portion was retained in patient's uterus. The physician had placed one of the coils and it sounded like one of the delivery wires did not detach. There were 6 trailing coils, but there was also a wire from the delivery catheter that looked like an unraveled coil, but was definitely not the micro-insert and it was not the green part of the catheter. It was floating in the patient's uterus with the 6 trailing coils. When hcp (healthcare professional) removed the catheter, it seemed to be intact. The physician was waiting for advice. At a follow up visit with sales representative, hcp looked at an essure insert and thought that it was possible that it was the inner rod/coil of the insert that was going into the uterus in addition to the trailing coils. However, the physician could not be sure at that time if it was the micro-insert or if it was the catheter. She was also not sure if the patient was having any symptoms. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert and during placement, it sounded like one of the delivery wires did not detach and was retained within patient´s uterus at the time of report. There was also a wire from the delivery catheter that looked like an unraveled coil, but was definitely not the micro-insert and it was not the green part of the catheter. It was floating in the patient's uterus with the 6 trailing coils. This event, interpreted as device breakage, is listed in the reference safety information for essure. Considering that there is a risk of device breakage during difficult insertions and that in this case the breakage occurred during placement, a causal relationship with essure cannot be excluded. This case is regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, it might have led to serious deterioration of health under less fortunate circumstances. A product technical complaint analysis is being sought. Further information has been requested.

Manufacturer narrative:
Follow-up was received on 14-nov-2016: quality-safety evaluation of product technical complaint (ptc): (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements, and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility of the catheter breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. Since no medical events are reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases are not applicable. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert and during placement, it sounded like one of the delivery wires did not detach and was retained within patient´s uterus at the time of report. There was also a wire from the delivery catheter that looked like an unraveled coil, but was definitely not the micro-insert and it was not the green part of the catheter. It was floating in the patient's uterus with the 6 trailing coils. This event, interpreted as device breakage, is anticipated according to reference safety information for essure. Considering that there is a risk of device breakage during difficult insertions and that in this case the breakage occurred during placement, a causal relationship with essure cannot be excluded. This case is regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, it might have led to serious deterioration of health under less fortunate circumstances. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information has been requested.